Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined this event was also reported under MFR. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis for the lead revealed that the lead was bent new out of the box at the distal end. Final device analysis for the stylet revealed that the wire was bent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) opened a package of a lead and noticed that the tip was "curved." The hcp removed the guiding wire from the lead and noticed that the lead "itself had the problem." It was noted that the hcp used another lead instead and there was no patient injury. A supplemental report will be sent if any additional information is received.